Event description:
Same case as MFR report #: 2134265-2010-01838, 2134265-2010-01891. It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred. The 100% stenosed and totally occluded lesion measuring 2.5mm in diameter and 16mm in length was located in a non-calcified and moderately tortuous left circumflex artery (lcx). The lesion was predilated with a 2.5x10mm non bsc balloon. A 2.50x16mm taxus liberte¿ drug eluting stent was placed in the lesion. A 3.0x38mm taxus liberte¿ drug eluting stent was placed in a second lesion in the left anterior descending artery (lad). No patient injuries or complications occurred. Patient status was satisfactory. At discharge the patient was placed on dual antiplatelet and statin therapy. Three days post procedure the patient presented with chest pain, a myocardial infarction and ECG results suggestive of acute coronary syndrome. Both stents were occluded with thrombus. The patient was reported to be taking gp iib/iiia and aspirin for antiplatelet therapy. A thrombectomy catheter was used to remove the thrombus, a non bsc balloon was used to predilate the lesions. A 2.75x16mm taxus liberte¿ drug eluting stent was placed in the lcx. During the procedure a type b dissection was noted. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).